Manufacturer narrative:
H6: device codes corrected from embolization to incident not product related h6: impact code corrected from additional device required to no health consequence or impact.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and released in the laa of the patient after meeting release criteria. Upon release the closure device embolized to the descending aorta of the patient. There was no harm to the mitral or aortic valve noted. The closure device was percutaneously removed from the patient with a snare and there were no patient complications that were reported to have occurred as a result of this event. No further device implantation will be attempted, as the patient chose to continue taking anticoagulants. This event was further reviewed and it was found that it has been previously reported therefore this complaint is withdrawn.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and released in the laa of the patient after meeting release criteria. Upon release the closure device embolized to the descending aorta of the patient. There was no harm to the mitral or aortic valve noted. The closure device was percutaneously removed from the patient with a snare and there were no patient complications that were reported to have occurred as a result of this event. No further device implantation will be attempted, as the patient chose to continue taking anticoagulants.